Event description:
It was reported that during initial implant the patient¿s left ventricular (lv) lead had placement issues and required high thresholds. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 343083 biotronik lead (B)(6) 2009. A 343082 biotronik: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patient of feeling vibration in the shoulder area and it was understood that the lv lead had become loose and was replaced.